Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to patients anatomy when removing another associated lead. A new device was implanted. No additional patient effects were reported.